Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of the device (patient lesion morphology, moderate tortuosity, severe calcification, 100% stenosis). Unapproved use of device (device is not approved for use in the sfa). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, moderate tortuosity, severe calcification, 100% stenosis). (B)(4).

Event description:
A physician was implanting a 5mm diameter x 60mm length complete se peripheral stent system to treat a lesion in a patient located in the femoral artery. It was reported that the lesion exhibited moderate tortuosity, severe calcification, 100% stenosis and was pre-dilated. After stent deployment and when the surgeon tried to remove the delivery system, the tip of the stent delivery system got stuck on the stent which became damaged. No intervention was performed. No patient injury was reported and no clinical sequelae were reported. Procedural image review: three (3) procedural images were provided and confirmed the presence of stenosis and calcification in the vessel. An image of the vessel prior to treatment showed the severity of the disease and the guidewire bias within the vessel. The image of the stent post deployment confirms that the stent has conformed to the lesion morphology and the distal stent segment and markers appear to have been pulled proximally possibly due to the tip of the delivery system catching during removal.